Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the surgeon detected that the suture has 2 different sizes within 1 box. The suture felt thicker than normal. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device evaluated by MFR: it was reported assembly product mix / incorrect component. An opened sample of product code vcp345, lot # pabctrs0 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were to be as expected, the suture was dispensed without problems and examined for visual inspection and no defects or damaged were observed. A functional test by suture diameter was performed on the sample using a federal gauge and the results met the requirements. The product code vcp345 contains a vicryl plus suture in diameter 2-0¿ the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no assembly product mix / incorrect component was found, and tested sample met the finished goods requirements.